Manufacturer narrative:
Cerebral vascular accident (cva) is a well known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic, and have many etiologies. The available information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event. The device remains implanted and the patient is doing well. It is likely that the patient's age, medical history, and status post open heart surgery may have caused or contributed to this event.

Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve experienced a neurological - ischemic stroke, approximately 1 week post procedure. Patient's family noticed slurred speech and increasing confusion. Records indicate, "it was felt on cat scan and MRI scan to have suggestion of early right middle cerebral artery cva particularly in the parietal region...the patient also had non dominant right parietal lobe sensory findings." It was also learned that the event was resolved and patient continues to do quite well. Patient will be having cardiac rehabilitation and wishes to have some neurological rehabilitation as well. No information to suggest a device malfunction related to this event.